Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, implanted mitraclip (x1). (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for clip becoming caught on the anterior leaflet resulting in difficulty removing and torn leaflet cannot be determined. In this incident, it is possible that there were some procedural interaction (e.g. Leaflet anatomy and unintended curves on the device) which resulted in reported user experience; however, this cannot be confirmed. The patient effects of mitral valve injury and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no indication of device issue in causing the use experience. During positioning of the clip the anterior leaflet became torn and resulted in an increase in mr back to baseline. Leaflet pathology might have contributed to these events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that during use with the clip delivery system (cds), the clip became stuck on one leaflet, and the leaflet became torn. The mitral regurgitation (mr) increased and the patient underwent surgical mitral valve reconstruction. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 1-2. The second clip delivery system (cds) was advanced to the mitral valve. During the first attempt to position the clip of the leaflets, the clip became caught on the anterior leaflet. Attempts were made to free the cds from the leaflet, but the mr returned to 4, and the leaflet became torn. Additional attempts were made to reduce the mr with the second clip, but after 3 hours and 39 minutes, the decision was made to abort the procedure and the patient underwent surgical mitral valve reconstruction. The patient was confirmed to be stable post-surgery. No additional information was provided.